Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead was returned in one portion for analysis. Visual inspection of the lead found the insulation degradation noted at 4.5 cm - 4.6 cm from the connector portion of the lead, exposing the outer coil. Electrical testing was normal. All other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.